Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the station was not communicating the customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating, and the error shows computer need to be repair and recovery. The field service engineer reseated all in one, cables and wires. Re-image performed and rebooted the device application. The system functioned as intended after the field service engineer repaired the device.